Manufacturer narrative:
Findings: no unexpected bad battery alarms, blank display anomalies, a17 alarms, a21 alarms, off no power anomalies or low battery alerts noted during testing. Passed pump self-test, a21 error test, displacement test and off no power test. The operating currents were in spec. Failed battery test and weak battery alarmed during battery change due to corroded battery cap (p) contacts and corroded battery tube spring noted. Unit received with no vibration from vibrator motor due to broken red wire on motor assembly. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Moisture damage on all electronic assemblies noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 205 mg/dl. The customer stated that after we got the new battery cap there was weak battery alarm, then an a21 and an a17 alarm, then low battery and then no power. The customer is calling back after receiving replacement cap. Customer used new aaa alkaline battery stored at room temperature. Customer got bad battery alarm after putting new battery, after receiving battery cap. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.